Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a firmware error that occurred on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention. Pediatric patient is using an adult receiver against user's guide specifications.

Manufacturer narrative:
(B)(4).